Event description:
It was reported that during preventive maintenance, the cardiosave intra aortic balloon pump had a battery charging problem (not taking full charge). There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields:b4, g3, g6, h2, h3, h4, h6-type of investigation code, investigation findings code, investigation conclusion code, componenet code), h11. A getinge field service engineer (fse) swapped out batteries with another new set. Replaced both li ion batteries, safety disk, tidal volume disk, nvram battery, system 9v battery, doppler 9v battery and buna o-ring. Performed full system calibration. Device passed all functional and safety tests according to factory specifications. Device was returned to customer.

Event description:
N/a.